Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2117 and device code a051201.upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm insulation damage due to twiddler's syndrome allegation based on a twisted lead body insulation. Also, pacing impedance high, failure to capture, and device sensing issue allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Further, failure to follow instructions was selected based on the observation of a twisted lead body, which is an indication of twiddler's syndrome. This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture, loss of sensing and increase in impedance. During explant, physician noted that the helix appeared to be retracted. Also, it was noted that the pacemaker appeared to be manipulated and or "twiddled" by the appearance of the position as well as the spiral markings on the lead insulation. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture, loss of sensing and increase in impedance. During explant, physician noted that the helix appeared to be retracted. Also, it was noted that the pacemaker appeared to be manipulated and or "twiddled" by the appearance of the position as well as the spiral markings on the lead insulation. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture, loss of sensing and increase in impedance. During explant, physician noted that the helix appeared to be retracted. Also, it was noted that the pacemaker appeared to be manipulated and or "twiddled" by the appearance of the position as well as the spiral markings on the lead insulation. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm insulation damage due to twiddler's syndrome allegation based on a twisted lead body insulation. Also, pacing impedance high, failure to capture, and device sensing issue allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Further, failure to follow instructions was selected based on the observation of a twisted lead body, which is an indication of twiddler's syndrome. This type of induced damage is due to a failure to follow instructions.